Event description:
A medtronic ent rep reported during an inservice at the site he received an error message about high internal temperatures in the axiem box. After re-booting the system, the message returned after approx 10 mins. There was no pt present.

Manufacturer narrative:
Pt info not provided as no pt was present. RMA issued. Replacement part shipped (B)(6) 2011. Medtronic rep eval finds that after running the returned device for 3 days were not able to duplicate the over-heating concern. The system is fully functional.